Manufacturer narrative:
E1: initial reporter phone no.:(B)(6). The device was received for evaluation. During evaluation, the device wen in to a system error 345. Was also confirmed in the event history log. The cause was identified to be the ultrasonic sensor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, .alarmed system error 345 (thermistor disparity). No additional information is available.